Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, link, needles and cuffs were not returned, the scope of this investigation was limited and the reported cuff miss could not be confirmed. However, inspection of the returned device indicated that the suture broke at the swage end of the posterior needle tip which would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Incident happened in week of (B)(6) 2014. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closures of both common femoral arteries were attempted with two proglide devices on each side, using a pre-close technique, via a 4f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two devices had an unknown failure. Hemostasis was not achieved. A cutdown was performed on the left side and "left overs" from either angioseal or exo-seal were found. The method of achieving hemostasis was not specified. The sheath sizes were upsized to 16f on the left and 22f on the right for the evar procedure. There was a 45 minute delay in procedure due to the cut down. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information was received: one proglide device failure occurred on each groin. The device failures were cuff misses. Mild calcification of the common femoral artery was felt on each side. The sutures of another proglide device were successfully placed on both sides prior to the suture placement with the devices that had cuff misses. The successfully placed suture on each side did not achieve hemostasis. Hemostasis was achieved on both sides by cut down and surgical closure.